Manufacturer narrative:
On january 27, 2021, mentor received additional information indicating that the patient had undergone implant explantation surgery on (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year old hispanic female patient, who's undergone primary breast augmentation with two 480cc mentor memorygel breast implants, suffered right breast capsular contracture (baker grade iii), post-procedure. The breast was described to be hard, higher upper and was diagnosed via physical examination. The patient took singulair but the breast did not go down. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2021, mentor received the following additional information: the patient suffered implant malposition along with the capsular contracture and also underwent right breast capsulectomy and replacement with a 480cc mentor memorygel breast implant (catalog: 3505480bc lot: 7426793 sn: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 9, 2021, the mentor failure analysis lab received the device for evaluation. On february 16, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the smooth uhp 480cc returned device. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).